Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was microscopically and visually examined. There were numerous hypotube and shaft kinks to the device. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The balloon catheter was prepped with a new inflation device filled with water to inflate the device to the nominal pressure. This function was used to perform proper measurement of the balloon for verification of length. With a 2.5mm x 15mm device the length of the distal end of the distal markerband to the proximal end of the proximal markerband was 15mm and markers indicate the edges of the balloon body. Further, the balloon was then able to be inflated and maintain rated burst pressure as well as deflated with no issues. Product analysis confirmed the reported event as the balloon cone transition was no longer visible indicating over inflation or what could occur due to multiple inflations or use. However, the balloon was inflated to nominal pressure and determined that the markerband length met product specification.

Event description:
It was reported that the balloon incorrect length occurred. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation, it was noticed that the balloon length was almost 20mm which was not the same as the product description. The device was deflated and removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable after the procedure.

Event description:
It was reported that the balloon incorrect length occurred. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation, it was noticed that the balloon length was almost 20mm which was not the same as the product description. The device was deflated and removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable after the procedure.